Manufacturer narrative:
The customer called for assistance in adding this unit to the central nurse station (cns) to start monitoring. According to the customer, the bed tile they want to add this unit to is greyed out. The customer call back and reported comm loss on several devices (gz transmitters). The support engineer troubleshot the reported comm loss with the customer for a while, but then the customer decided to handle the reported issue with their it service first then if needed, the customer will reach back again. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported comm loss on several gz transmitters.